Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions),h11a getinge field service engineer(fse) was not dispatched as the issue was discussed with the customer. The operating manual is provided on a cd-rom that should be included in the accessory box and that the service manual should not be included in the accessory box as it is only provided during factory qualified service training. The customer later confirmed that before installation, the pack was found intact and after unpacking it there was no cd found in there. And, also confirmed that the unit was fully ready for functioning. There was no other information about the accessory kit available to be obtained. If additional information is provided, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(6). The service representative reviewed the submitted complaint and determined that the instructions for use (multilingual) are provided on cd-rom included in the accessory box. The cardiosave service manual is never included in the accessory box and is only provided during factory qualified service training. No malfunction was confirmed. At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the operating manual/user manual & service manual for the the cardiosave intra-aortic balloon pump (iabp) was not inside the accessory kit. There was no patient involvement, and no adverse event reported.